Event description:
Case description: since last submission the following has been updated: expected date of follow up extended in EU/ca tab. Narrative updated accordingly.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Novopen 4 is the problem [device defective]. Insulin penfill causing leakage of insulin [product leakage]. Broke the insulin penfill [product physical issue]. Case description: study ID: 1706-novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. The patient's weight, height and bmi (body mass index) were not reported. This serious solicited report from egypt was reported by a consumer as "novopen 4 is the problem (device defective)" with an unspecified onset date, "insulin penfill causing leakage of insulin (product leakage)" with an unspecified onset date, "broke the insulin penfill (product damaged)" with an unspecified onset date, "hyperglycemia and ketoacidosis (diabetic) (diabetic ketoacidosis)" with an unspecified onset date and concerned a 12 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", tresiba penfill (insulin degludec) from unknown start date for "diabetes". Current condition: diabetes. (Type and duration not reported). Concomitant medications included - novorapid (insulin aspart). On an unknown date, 3 weeks ago patient experienced hyperglycemia and ketoacidosis due to the problem with novopen 4 as it broke the insulin penfill causing leakage of insulin. Batch numbers: novopen 4: nvg9l26; tresiba penfill: ps6kv40; action taken to tresiba penfill was not reported. The outcome for the event "novopen 4 is the problem (device defective)" was not reported. The outcome for the event "insulin penfill causing leakage of insulin (product leakage)" was not reported. The outcome for the event "broke the insulin penfill (product damaged)" was not reported. The outcome for the event "hyperglycemia and ketoacidosis (diabetic) (diabetic ketoacidosis)" was not recovered. Reporter's causality (novopen 4) - novopen 4 is the problem (device defective): unknown. Insulin penfill causing leakage of insulin (product leakage): unknown. Broke the insulin penfill (product damaged): unknown. Hyperglycemia and ketoacidosis (diabetic) (diabetic ketoacidosis): probable. Company's causality (novopen 4) - novopen 4 is the problem (device defective): possible. Insulin penfill causing leakage of insulin (product leakage): possible. Broke the insulin penfill (product damaged): possible. Hyperglycemia and ketoacidosis (diabetic) (diabetic ketoacidosis): unlikely. Reporter's causality (tresiba penfill) - novopen 4 is the problem (device defective): unknown. Insulin penfill causing leakage of insulin (product leakage): unknown. Broke the insulin penfill (product damaged): unknown. Hyperglycemia and ketoacidosis (diabetic) (diabetic ketoacidosis): unknown. Company's causality (tresiba penfill) - novopen 4 is the problem (device defective): possible. Insulin penfill causing leakage of insulin (product leakage): possible. Broke the insulin penfill (product damaged): possible. Hyperglycemia and ketoacidosis (diabetic) (diabetic ketoacidosis): unlikely. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment: 14-oct-2024: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: investigational result name: novopen 4, batch number: nvg9l26 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed.nonconformity-related documentation was examined. No irregularities recorded and therefore no further action.no abnormalities relating to the observed problem were found.the batch documentation has been reviewed and found to be normal. Name : tresiba penfill batch number : ps6kv40 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the following has been updated: investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly final manufacturer's comment: 26-dec-2024: the suspected device novopen 4 has not been returned to novonordisk for investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo-pen 4. Considering the age of the patient (12 years), underlying medical condition of diabetes is a significant confounding factor for the development of hyperglycaemia and its complication (diabetic ketoacidosis). Events are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill. H3 continued: evaluation summary name: novopen 4, batch number: nvg9l26 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed.nonconformity-related documentation was examined. No irregularities recorded and therefore no further action.no abnormalities relating to the observed problem were found.the batch documentation has been reviewed and found to be normal.